Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal and external driveline wire damage that could have contributed to the reported pump stop events captured in the submitted log files. The submitted log files collectively contained events from 29jun2025 through 16jul2025, and 17jul2025 through 20jul2025. Several pump stop events were captured on 16jul2025, 19jul2025, and 20jul2025 while the patient was connected to battery power and the power module. No other notable events or alarms were captured. (B)(6) was returned assembled with the driveline severed approximately 9¿ from the pump housing. The distal portion of the driveline (including the controller connector) was returned measuring approximately 33.5". The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft and outflow graft bend relief severed adjacent to the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. A distal end driveline replacement was performed on 17jul2025. Approximately 17.5¿ of the external portion of the driveline was returned for evaluation. The entire driveline was wrapped with an external layer of white rescue tape. Upon removal of the rescue tape, superficial tears in the outer jacket were observed along the length of the returned portion of the driveline. These tears did not appear to penetrate the underlying bionate layer. Electrical continuity testing of the replaced driveline was conducted in the condition that it was received, and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential (hi-pot) testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline was severed approximately 9¿ from the pump housing. The pump portion of the driveline was tested for electrical continuity in the condition that it was received. All tested wires were found to be electrically intact. Microscopic inspection of the wires revealed a breach in the orange wire approximately 1¿ from the pump header. Additionally, breaches in the insulation of the green, yellow, orange, black, and brown wires were observed approximately 6¿ from the pump header. The wires were then submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. A distal portion of the driveline (including the controller connector) was returned measuring approximately 33.5", including the newly repaired driveline. A portion of the outer jacket was missing from this distal portion from approximately 29.5¿ ¿ 33.5¿ from the controller connector. Evidence of the driveline repair was observed approximately 20¿ ¿ 21.5¿ from the controller connector. The distal portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Microscopic examination of the underlying wires revealed a breach in the green wire approximately 30¿ from the controller connector. Additionally, breaches in insulation of the green, black, and brown wires were observed approximately 31.5¿ ¿ 32¿ from the controller connector. The wires were then submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional areas of current leakage in the insulation. If the exposed conductors of the breached wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events. Furthermore, if the exposed conductors of the wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the resulting phase-to-phase short would have resulted in the low speed and pump stop events observed in the submitted log files. The pump was cleaned and reassembled; however, due to the location of the confirmed internal driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. . The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ and section 8, ¿equipment storage and care¿, of the IFU discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 7 of the IFU, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that alarms were seen in the log file that had started in the morning while the patient was sitting in a chair and on battery power. X-ray images showed that the external driveline was heavily taped and some thinning areas right at the exit site and distally past the clamshell. The healthcare provider could not say for certain that those were the areas causing the issues, but did raise suspicion. An external driveline repair was scheduled for (B)(6) 2025. Following review, log files captured low speed and pump off events on (B)(6) 2025 from 1026 to 1105 while using battery power. Low flows were also noted at the time of event. It appeared that the patient had a potential phase to phase short in the driveline with the potential for pump stops on any power source. Technical services (ts) noted it unusual to present as a phase to phase straight away with no low speed or pump off events when using wall power. Additional information was provided on (B)(6) 2025, that the patient was back in the emergency department (ed) with multiple low flow and pump stop alarms. Unlike the last time, no low-speed alarms were seen, but the pump stops had occurred on (B)(6) 2025. The healthcare provider was concerned there was still an affected area on the driveline proximal to the repair site. The patient had otherwise felt well and the repair site was still taped with no noticeable kinks or breakdown on either site. Following review, additional log files contained abnormal pump stop, low flow hazard, and low speed hazard alarms while utilizing both battery and an ungrounded patient cable. This type of damage was associated with a phase to phase short multiple wire damage. The data indicated the repair performed was unsuccessful as the driveline damage appeared internal. Additional information was provided that the cause of the low speed, low flows, and pump off events was suspected to due to the phase-to-phase issues based on the clinical presentation and log files. The driveline had been repaired but had not resolved the issues. The patient returned to the emergency department (ed) 2 days later with the same alarms, and new log files were sent. The patient experienced lightheadedness and near syncope at the time of the event. The patient underwent urgent heartmate ii to heartmate 3 pump exchange on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that an external driveline replacement was performed on (B)(6) 2025. The max external length was removed, so another repair was not possible. The removed section was returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided on 24jul2025 that the driveline indicated an internal phase to phase with pump stops, so the pump was exchanged.